Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown of the pump. The customer's blood glucose level exceeded 500 mg/dl, displaying "high."; specific value not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.